Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the jelly pouch was packed in the tray, but the pouch was empty inside.

Event description:
It was reported that the jelly pouch was packed in the tray, but the pouch was empty inside.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection verified that there was tear trace at the side of the returned jelly packet that caused leakage from the package. How and when problem occur cannot be determine the problem did not occur as a result of any manufacturing process related cause. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿bard® i.c. Foley tray b consists of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, waterproof sheet, tweezers, gauze pads, cotton balls, and vinyl gloves." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.